Event description:
It has been reported that during final tightening of the set screw, the connector broke. Fragment was located and broken connector removed. A new connector was reimplanted. Patient outcome: no adverse affect reported as a result of this event.